Event description:
It was reported that the pt underwent a total hip arthroplasty on (B)(6) 2008. Pt experienced pain and dislocated hip in (B)(6) 2009 or 2010. A revision has been recommended, but is not scheduled at this time.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s. The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the information provided, but dislocation can be an inherent post-operative risk if the post-operative care is not consequently followed by the pt. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer gmbh considers this case as closed. (B)(4).